Event description:
It was reported: the patient monitor always has an alarm shows the "the oxygen saturation is too low". But when the doctor check the patient, the blood oxygen saturation are more than 90%, and the heart is normal. The device was in clinical use and there was an adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
H1: updated to non adverse event - investigation and communication following the initial filing indicated there was no serious injury to report, therefore the complaint record was downgraded to non-adverse event.

Event description:
It was reported: the patient monitor always has an alarm shows the "the oxygen saturation is too low". But when the doctor check the patient, the blood oxygen saturation are more than 90%, and the heart is normal. The device was in clinical use and there was an adverse event reported.